Manufacturer narrative:
A trained cynosure lutronic field service engineer paid a visit to the treatment facility for a device inspection and evaluation. During this time the device was inspected, and a black mark was observed on one of the distance gauged, and it had a split on the end. The device was also subjected to a full device evaluation including full functionality testing with passing results. The intelitrak particularly was tested with several thousand shots with no issues. The energy levels and settings were checked and verified to be working within its specifications. It is undetermined the exact root cause of this incident. A member of the cynosure lutronic clinical team followed up with the treatment provider and confirmed that there were no patient injuries. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves a device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur. We are reporting this as an initial MDR and will submit a final MDR once investigation has been completed.

Event description:
It was reported that during a laser hair removal training treatment, a loud pop/spark was observed with a derma v laser device. A black mark/soot was observed on the intelitrak immediately following the pulse, however, there was no patient injury reported.